Event description:
The pt presented with signs of underdose. He underwent a dye study for the catheters. The physician was able to aspirate successfully and inject dye through the cap. Under CT there appeared to be dilation of the catheter. It was thought that the dye injection dislodged something that was obstructing the catheter. The manufacturer representative was unsure if there was a volume discrepancy and did not know what drug was in the pump. After procedure, the pt felt like he getting drug. No add'l details were reported.